Event description:
It was reported that during preparation for procedure, the debris shield was clean, but it was damaged on the first use of the fiber. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified weak light passing through the connector indicating an internal fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing of the fiber identified that the aiming beam was very weak. Microscope inspection identified that the tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Also, it was identified that the connector face had burn marks and there was a weak light passing through the connector indicating an internal fracture. Device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber damaged/defective and connector fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported fiber damaged was confirmed as there was weak light exiting the connector face indicating internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.